Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer's mother stated that her son lost his pump at football practice and they have been looking for it for 2 hours. The customer could not trouble shoot due to ta lost pump. The customer was advised to call back with in a couple of days whether they found the pump or not. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).